Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient complained of radicular leg pain immediately following the procedure. The surgeon determined that the most superior implant was impinging on the l5 nerve root. A few days following the initial surgery, the surgeon performed a revision surgery where he removed the superior implant that was impinging on the l5 nerve root and replaced it with a shorter implant in the same hole. The status of the patient following the revision surgery is not yet known.